Event description:
It was reported that the right ventricular (rv) lead exhibited a high out of range pacing impedance measurement greater than 3000 ohms triggering a lead safety switch (lss) to unipolar. It was also noted the rv lead has exhibited noise issues since implant three months ago. The patient was seen in-clinic and the bipolar impedance and threshold measurements were good. Technical services (ts) was consulted and advised in november of last year this implantable pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of noise on the rv lead resulting in the minute ventilation (mv) feature being automatically disabled. Ts provided troubleshooting and device optimization recommendations. At this time, the lead and device remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high out of range pacing impedance measurement greater than 3000 ohms triggering a lead safety switch (lss) to unipolar. It was also noted the rv lead has exhibited noise issues since implant three months ago. The patient was seen in-clinic and the bipolar impedance and threshold measurements were good. Technical services (ts) was consulted and advised in november of last year this implantable pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of noise on the rv lead resulting in the minute ventilation (mv) feature being automatically disabled. Ts provided troubleshooting and device optimization recommendations. At this time, the lead and device remain in service. No adverse patient effects were reported.